Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. Towards the end of the procedure st-segment elevation was observed in the patient's ekgs. The patient had no visible symptoms, but nitroglycerin was administered, and the st elevation resolved after approximately 15 to 20 minutes. The patient was in stable condition; however, information regarding the completion status of the procedure was not provided. The sheath is not expected to be returned as information about this incident was received anonymously.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. Towards the end of the procedure st-segment elevation was observed in the patient's ekgs. The patient had no visible symptoms, but nitroglycerin was administered, and the st elevation resolved after approximately 15 to 20 minutes. The patient was in stable condition; however, information regarding the completion status of the procedure was not provided. The sheath is not expected to be returned as information about this incident was received anonymously. Ablations were performed on the anterior side of the left atrium. These are considered off label as the catheter is only indicated for ablations of the pulmonary veins.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) b5 and h6 device codes to indicate the catheter was used in an off label manner